Event description:
Customer called to report a drive tube leak that occurred during a treatment procedure. Name and function of complainant: same as reporter. Customer called to report blood leak. Customer stated after processing 350ml, there was a loud noise in the centrifuge and the instrument displayed an accelerometer system alarm. Customer did not see anything displaced or broken in the centrifuge. Customer did see some fluid in the centrifuge chamber, but could not tell where it was coming from. Customer aborted the treatment and placed the patient on another instrument to restart procedure. Customer did not return the procedural kit for investigation, but provided smart card and pictures of the centrifuge.

Manufacturer narrative:
Batch record review of lot b343 was conducted. There were no non conformances associated with this lot. Lot met release requirements. Complaint lot review conducted and two additional complaints for drive tube leak were reported to date for this lot. No trends detected. Photo and smart card evaluation: examination of the photographs confirmed that a blood leak occurred. The analysis indicates that the possible root cause for a failure of this nature could be a mis-location of the drive tube bearing stop. A corrective action has been implemented, where 100% inspection for bearing stop position is incorporated and is to be performed by an independent operator. In addition, awareness training for the operators was completed. No further investigation or corrective action will be taken. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. The procedural kit was not returned for investigation. (B)(4).